Event description:
It was reported that during a cryo ablation procedure, the tip of the balloon catheter was kinked. The balloon catheter was inflated and deflated, reorganized, and rotated without resolution. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The 2af283 balloon catheter with lot number 17937 was returned and analyzed. Patient files were received and recorded on the reported date of the event. The patient file showed 23 applications were performed using a catheter identified as 2af283 balloon catheter with lot number 17937. The patient file didn't show any system notices on the reported date of the event. Five image files were received. The first image file displayed a completed paper form containing statistical information regarding the time and temperature of the conducted ablations. The sticker with the lot number 17937 can be seeing on the paper. The second image file displayed the deflated tip of the balloon catheter, which appeared slightly bent. The lot number of the product could not be identified. The third image file showed the general view of the operational field with the practitioners performing the procedure. No information about the claimed "tip kink" can be extracted from the image. The fourth image showed an inner package of the balloon catheter. The model 2af283 and the lot number 17937 can be seen on the picture. The fifth picture is a snap short of the imaging screen with the introduced inflated balloon catheter. The bent guide wire lumen can be seen on the image. The external visual inspection of the balloon, shaft, and handle segments showed the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for two applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillations or overshoots. However during an inflation, a guide wire kink was observed inside the balloon segment and the pushbutton was stuck. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.38 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, the bellow was stuck/glued on the hypotube-pushbutton assembly. The presence of excessive adhesive could result in balloon inflation issues or the pushbutton movement issues. In conclusion, the reported kink was confirmed through analysis and the balloon catheter also failed return inspection due to the bellow was stuck/glued on the hypotube-pushbutton assembly. Clinical data have been retained in the complaint records and available for further review. Product analysis #(B)(4):analysis information -- 2024-07-19 11:04:35 cst pli# 10 product ID# 2af283 the balloon catheter was visually inspected, functionally tested as per product analysis guidelines (B)(4). Bellow stuck/glued on hypotube-pushbutton assembly. A kink/twist was observed on the guide wire lumen. Analysis date: 2024-07-19 during inspection of the handle segment, the bellow stuck/glued on hypotube-pushbutton assembly. Excessive adhesive may result in balloon inflation issues or pushbutton movement issues. Supporting evidence is shown in the pli attachment. The device will be retained for a period of 1 year and available for further review. This analysis finding code is being monitored as part of the cardiac ablation solutions data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.